Event description:
Customer called to report having high blood glucose (bg) of 402 mg/dl. Customer gave herself a correction insulin bolus of 3.5u and bg 1.5 hours later was 397 mg/dl. Customer removed the pod and activated a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.